Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and strips were not returned to manufacturer. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Customer called to order test strips for true result meter. Customer is not alleging product defect. Advised customer to immediately stop the use of the true result meter and true test strips. The customer did not report symptoms. Medical attention with use of product was not reported. Customer was converted to true metrix product line. Customer satisfied. The test strips are expired: 01/31/2018. Customer test strips have been affected by the recall.